Event description:
During a hysteroscopy and polyp removal, the physician noted 2 pieces of plastic floating in the cavity. The resectoscope was removed, found the plastic end had broken off. New hysteroscope was inserted, plastic pieces were removed. After removal, cavity reinspected, no further pieces of foreign body found.